Manufacturer narrative:
Not in use on patient. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The universal battery charger is not a single use device. Approximate age of the device is 4 years and 3 months (calculated from the manufacture date of the battery charger). The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that sparks were observed when the universal battery charger (ubc) was turned on. The ubc was unable to power up. There was no light on the led, no image was displayed, and there was no sound of the fan running. It was reported that the ubc was checked for blown fuses at the power entry inlet and two blown fuses were found. The fuses were replaced and the ubc was able to power up; however, sparks were observed internally. The new fuses were not blown. Two of the four battery slots had red led lights and error s0003 displayed. No additional information was provided.

Manufacturer narrative:
The report of damage to the universal battery charger (ubc) was confirmed. The charger power supply printed circuit board (pcb) assembly had several burnt and damaged components. The observed damage was specific to the channel 1 and channel 2 input circuitry. Charring and burn residues were observed on the printed circuit board around those components. The other two channels (channel 3 and channel 4) on the pcb powered up and operated properly. A specific cause for the damage to the channel 1 and channel 2 pcb components could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event. The ubc was scrapped as the hospital elected to not have repairs performed on the unit.